Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that in 2009, the patient presented with increased spasticity, which was not controlled with his usual regimen of other medications. The patient was admitted for evaluation and work-up, due to presumed pump malfunction. Following this hospital admission, the patient underwent a planned replacement of the device at about 20 days later. The returned paperwork indicated that the reason for replacement was "prophylactic removal of pump to avoid in-vivo battery depletion." The pump was used to deliver baclofen. The patient recovered without sequela.